Event description:
The tibial post is backing out of the baseplate. Revision surgery has not been performed to date.

Manufacturer narrative:
The tibial insert could not be evaluated for the reported insert and support post assembly coming off the baseplate as it has not been returned to co but rather is apparently still implanted.